Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) of 272 mg/dl (arrow up), confirmed by fingerstick at 270 mg/dl, with a recent low earlier that day at 62 mg/dl treated with honey. User noted cartridge change on (B)(6) and an expiring sensor scheduled for (B)(6) at 1:37 pm. Troubleshooting included arranging a callback to confirm bg trend. On follow-up, bg had decreased to 172 mg/dl. Data review showed a brief sensor data gap likely contributed to the missed alert. Resolution: the user connected back to the ilet pump and insulin dose resumed. The user reported no symptoms during the event, and no medical intervention required or reported at the time of call.